Event description:
It was reported while testing with bd phoenix¿ ap that there was an increase in contamination that was unable to be eliminated even after exchanging parts. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: the complaint on contamination was reported in phoenix ap instrument. Bd field service engineer (fse) was dispatched at the site, disinfected all removed covers and attachments of the instrument. Instrument operating without error and returned to customer use. Issue resolved. This is an unconfirmed failure of a bd product. The root cause is unknown. Device history record review for the instrument ap0491 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd phoenix¿ ap that there was an increase in contamination that was unable to be eliminated even after exchanging parts. There was no health impact or consequences reported.